Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 18 patient samples tested for estradiol - e2 (estradiol iii). Based on the data provided, 4 patient samples were erroneous and reported outside of the laboratory. The customer is comparing results between 3 reagent packs with the same lot number. On the morning of (B)(6) 2015 quality control (qc) testing was performed on reagent pack a with lot number 185557 and the results were acceptable. During measurements on this day, the reagent pack was automatically changed to reagent pack b with lot number 185557. Qc was not performed at this time and patient samples were measured. On the morning of (B)(6) 2015 qc was performed on reagent b and the results were not acceptable. Based on this, the customer decided to repeat the patient samples from (B)(6) 2015 using reagent pack c with lot number 185557. The customer repeated 18 patient samples tested for estradiol iii and 4 were erroneous. Both the initial result and the repeat results were reported outside of the laboratory. Patient 1 initial result from reagent pack a was 55 pg/ml. On (B)(6) 2015 the repeat result using reagent pack c was 76.2 pg/ml. Patient 2 initial result from reagent pack b was 17.5 pg/ml. On (B)(6) 2015 the repeat result using reagent pack c was 35.9 pg/ml. Patient 3 initial result from reagent pack b was 81.9 pg/ml. On (B)(6) 2015 the repeat result using reagent pack c was 123.4 pg/ml. Patient 4 initial result from reagent pack b was 6.3 pg/ml. On (B)(6) 2015 the repeat result using reagent pack c was 34.4 pg/ml. No adverse event occurred. The e411 system serial number was (B)(4).

Manufacturer narrative:
Based on the available data the root cause of the low results with reagent pack b was likely an issue with that single reagent pack (e.g. Foam or bubbles on the surface, improper storage). The same issue was visible in the low level quality controls, however, the issue was not detected as quality controls were not performed after a change of the reagent pack. After the reagent pack was changed, the quality controls were within specifications and the patient results were higher than before.

Manufacturer narrative:
(B)(4)